Event description:
The pt presented with a sensing anomaly and low impedance measurements. After repositioning the lead, low impedance and inability to capture approxpriately was observed. As a result, the lead was explanted.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported low impedance. However, unstable pacing coil values were observed due to over torque inner coil, which caused the wires to fracture. Mechanical and visual analysis found dried body fluid/tissue inside the inner insulation, preventing helix actuation. The ensuing resistance may have resulted in an over torque condition. One of the helix was cleaned, it was tested and found to function normally.